Event description:
It was reported that the lead was capped due to a low impedance trend; at the time of replacement the impedance was 200-210 ohms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.